Manufacturer narrative:
Submit date: 8/30/2017.

Event description:
The customer states that the enteral feeding pump alarmed, displayed an error message, and shut off. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the enteral feeding pump alarmed, displayed an error messaged, and shut off.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.